Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was never returned to teleflex for investigation purposes. Probable cause cannot be determined. The c omplaint cannot be confirmed.

Event description:
A 45 mm needle attempted to be inserted into the tibia. After driving the needle into position the trocar could not be unscrewed. The procedure was repeated with a new needle into the remaining tibia. The result was the same. This patient was a poly-trauma patient who had a great deal of blood and body tissue on the ez-io driving site. The patient is deceased. The medical director determined that the device problem did not contribute to the patient's outcome.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
A 45 mm needle attempted to be inserted into the tibia. After driving the needle into position the trocar could not be unscrewed. The procedure was repeated with a new needle into the remaining tibia. The result was the same. This patient was a poly-trauma patient who had a great deal of blood and body tissue on the ez-io driving site. The patient is deceased. The medical director determined that the device problem did not contribute to the patient's outcome.